Event description:
It was reported two rv (right ventricular) leads were attempted but not used. The initial attempted lead ((B) (4)) could not be placed due to vein occlusion. The physician attempted to push past the occlusion, which damaged the lead. The helix reportedly would not deploy. The physician then positioned the second lead ((B) (4)), after pushing past the occlusion. When it was connected to the device, the threshold was unacceptable. Repositioning was attempted, but the helix could not be deployed. A third lead was successfully placed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fracture (overstress); full lead returned and analyzed. (B) (4) distal conductor fracture (overstress); full lead returned and analyzed.